Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Data analysis was performed and technical services (ts) stated that the power consumption was increasing abnormally and pbd was confirmed. Ts recommended to evaluate in next few months as this was an early stage of the pbd and this device had a large battery reserve. Ts also suggested device replacement. This device currently remains in service. No adverse patient effects were reported.